Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 487 mg/dl and 388 mg/dl. The other relevant blood glucose level was 67 mg/dl. The customer was treated with glucose tablets for low blood glucose. The customer was treated with bolus for high blood glucose. The customer declined troubleshoot for low blood glucose and high blood glucose. The insulin pump will not be return for analysis.